Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not starting up. Analysis of system log file showed ippc hdds are not detected. To resolve the issue, fse connected the host pc hdd directly to the motherboard and restored ghost image. Later the issue reoccurred, and ippc and hdd were replaced in another work order. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.